Event description:
An alleged patient burn was reported to a user facility by a patient's attorney. The attorney reported that a patient sustained a burn to the right ankle following hair removal treatment performed by a facility staff member using a lumenis lightsheer duet laser hs handpiece. The incident allegedly occurred on (B)(6) 2012. The user facility stated they were not aware of the patient's allegations at the time of treatment. The patient is alleged to have sought care by a dermatologist for treatment of reported scarring over a small area of a tattoo. The attorney alleges the patient sustained permanent nerve damage and was reportedly treated by a chiropractor, neurologist and neurosurgeon. The user facility informed lumenis of the allegations following their awareness.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient information, patient treatment settings and patient photos of the alleged adverse event (scar). The patient's information and treatment settings were provided by the user facility. However no photograph was made available to lumenis. A review of service records for the subject device found the device was under manufacturer warranty at the time of the alleged event and had been serviced regularly by lumenis technical specialists. The subject device had been examined and evaluated within one month of the reported event date and found to meet manufacturer specifications. A lumenis healthcare professional evaluated the reported event details and concluded by stating the following: "I have reviewed the adverse event form, and frankly am very doubtful that the parameters used could cause a burn resulting in a significant injury, let alone nerve damage. In decades of working with hair removal and lasers I have never even heard of something like this. The parameters used were correct, but if a tattoo was treated, a burn is likely to occur. Tattoos are a listed contraindication in all our literature and training. Treating a tattoo is operator error." A review of subject device labeling states: "contraindications - treatment should not be attempted on patients with the following conditions in the treatment area: tattoos." Device operator failure to follow subject treatment contraindications by allegedly treating over a tattoo is the determined probable cause of the event reported. Reported event occurred on (B)(6) 2012.